Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system was mixing up patient images. There is no report of patient injury.